Event description:
A pt with avm underwent underwent a second embolization procedure with femoral cerebral angiograms. The procedure was uneventful. Two days post-procedure, the pt developed signs and symptoms of decreased blood flow to right leg. An angiogram revealed occluded right common femoral artery with distal thrombosis. The pt was taken back to the or for [revascularization] procedure. The following evening, pt again exhibited absent pulses to right lower extremity and was taken to or for second revascularization procedure. The pt did well and was discharged.